Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 401 mg/dl at the time of incident. Customer stated that insulin pump wasn't on when they woke up. Customer stated that they changed the battery and insulin pump came back. The customer declined the troubleshooting for high blood glucose. The device will not be returned for analysis.